Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that intermittently the insulin gauge was inaccurate and static. Reportedly, the customer did not perform the proper air removal techniques. Customer continued to use the existing cartridge on the pump for insulin therapy. There was no reported adverse impact on customer's blood glucose level.